Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the product code of pds suture? And lot number?

Event description:
It was reported that a patient underwent unknown surgical procedure on (B)(6) 2018 and suture was used. The needle detached from the suture during use. The procedure was completed with a competitor suture. The procedure was delayed about 20 minutes. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.